Manufacturer narrative:
Other relevant device(s) are: product ID: 8598a. Serial/lot #: (B)(4). Implanted: (B)(6) 2016. Explanted: (B)(6) 2022. Product ID: 8781. Serial/lot #: (B)(4). Ubd: 28-sep-2023. UDI#: (B)(4) . Product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or has malfunctioned. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient with an implantable pump. On (B)(6) 2022. It was reported that a catheter issue was identified and the decision was made to replace the catheter on (B)(6) 2022. During the replacement procedure, the connector pin of the replacement kit was not working so the decision was made to use a different kit. It was unknown what, if any, environmental/external/patient factors might have caused or contributed to the issue. The issue was considered resolved at the time of the event. The patient's status was listed as alive - no injury. Additional information was received from a foreign healthcare provider (hcp) via a manufacturer's representative on (B)(6) 2022. It was reported that the patient went into acute withdrawal, leading to the catheter replacement on (B)(6) 2022. It was clarified that the collet of the connector kit wouldn't close during the replacement, which is why a different kit was used. It was also confirmed that the patient's pump was implanted and working.

Manufacturer narrative:
G3 / date manufacturer received correction: the previous supplemental report (follow-up # 1) indicated an incorrect aware date of 2022-dec-05, and should instead indicate 2023-dec-05. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the returned model 8598a catheter (lot number 0210306513) revealed an area of compression on the catheter body, and also a hole in the catheter body in which leaking occurred during pressure testing. Analysis noted the user related hole in the body of the catheter did not pierce all the way through to the opposite side of the catheter. Analysis of the returned model 8781 catheter (lot number 0223207834) revealed that the collet was not fully locked into place due to incorrect assembly of pin connector. Analysis noted that as received, the catheter was not correctly placed over the pin of the pin connector but was rather inserted alongside of the pin. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.